Manufacturer narrative:
(B)(4) = damaged articulation gear teeth. The analysis showed that a device was received with no cartridge reload present. Additionally, it was noted to have insufficient anvil crimp. However the jaws closed and opened as intended. After further inspection, the articulation mechanism was noted to be damaged. The returned device was tested for functionality with a test reload on the left articulated position and it fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an anterior resection procedure the instrument was loaded correctly and the scrub nurse checked the articulation by closing the instrument and twisting the articulating knob in both directions before handing it to the surgeon. The surgeon fired the instrument across bowel in a straight position. The staples deployed fully and the instrument was removed ready to be reloaded. Upon inspection it was noticed that the articulating knob was no longer working properly and when it was in the straight position the distal end of the instrument was actually articulated. The gun could not be used again so they replaced with another instrument. No patient consequences reported.